Manufacturer narrative:
The manufacturer previously reported a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing and a "service required" code was found in the ventilator's downloaded error log. The device's system board, 3-way solenoid valve and oxygen blending module assembly were needs to be replaced to address the issues. The system board and oxygen blending module subassembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and oxygen blending module subassembly functioned as designed and operated without issue or error codes.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing and a "service required" code was found in the ventilator's downloaded error log. The device's system board, 3-way solenoid valve and oxygen blending module assembly were needs to be replaced to address the issues.

Manufacturer narrative:
H3 other text : device was evaluated by third party field service engineer.